Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was unable to pair the simplera sensor with insulin pump and experienced a loss of communication between insulin pump and simplera sensor. The customer also experienced hyperglycemia which was treated with insulin pump. Blood glucose value at the time of event was 18.9 mmol/l. The event involved product(s) mmt-5120d2. Troubleshooting was performed and it was confirmed that customer used the insulin pump system within 48 hours of the reported high bg event. Customer also used the auto mode/smartguard feature at the time of the reported high bg event. Troubleshooting was not performed for unable to pair the simplera sensor with insulin pump allegation and it was unknown whether the reported issue was resolved or not. No further patient complications were reported. No product return is required for mmt-5120d2.